Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a high airway pressure. The ventilator was investigated by our field service engineer on site and the pressure and flow waveform's disappeared. Further, it was unknown whether it was a temporary phenomenon, but now the waveform is displayed normally. The issue was confirmed in the provided picture. According to the evaluation of the device logs, there were no errors noted. No further information was provided and the case was asked to be closed. No parts have been replaced nor returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.